Event description:
It was reported that a user experienced dexcom g7 pairing failure to the ilet, resulting in glucose values not displaying on the ilet until troubleshooting restored connection and display; the user¿s highest reported glucose during the event was 300 mg/dl, and the sensor code 4213 was verified and re-entered with additional steps including cgm mode toggling and pairing on an updated ilet. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy, with glucose stabilized after reconnection. Investigation included user education, verification of correct sensor code entry for the new sensor, confirmation of pairing status and warm-up progression, and confirmation of current ilet software via the mobile app. Investigation of this case revealed a pairing connectivity issue between the dexcom g7 sensor and the ilet that resolved after guided setup steps, consistent with user setup or configuration error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or use error related to cgm selection and sensor code entry.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.